Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow, received an alert 01 (patient line open) and air leak received an alert 02 (low flow). Target temperature was 36c started 10 hours ago, and patient temperature was 37.8c and flow rate was 1.4lpm. Water temperature was 5c and patient temperature was 37.8c. The nurse disconnected and reconnected the pads and flow was 2lpm. Biomed stated to the nurse to look for the source of heat generation since water temperature was low and might affect the flow rate. Also, it was stated that the patient was not at goal and experienced shivering. It was unknown what medical intervention was provided for shivering.

Event description:
It was reported that the arctic sun device had low flow, received an alert 01 (patient line open) and air leak received an alert 02 (low flow). Target temperature was 36c started 10 hours ago, and patient temperature was 37.8c and flow rate was 1.4lpm. Water temperature was 5c and patient temperature was 37.8c. The nurse disconnected and reconnected the pads and flow was 2lpm. Biomed stated to the nurse to look for the source of heat generation since water temperature was low and might affect the flow rate. Also, it was stated that the patient was not at goal and experienced shivering. It was unknown what medical intervention was provided for shivering. Per sample evaluation result received on 02jun2022, it was confirmed that the device would not autofill during decontamination until the circulation pump was primed. The root cause was determined to be a failed circulation pump. The device was slow to fill during assessment and would not maintain a proper flow rate of 1.8lpm in bypass mode. The power cord not included with device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be determined as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the problem was not observed during testing. No repairs for the reported issue were made. Performed the preventive maintenance (pm) procedure on the device. Circulation pump and mixing pump were serviced as part of the preventive maintenance process. Replaced heater, both manifold o-rings, drain valves, and the control panel coin cell due to age. A shock sensor was applied to the lower bracket and loctite to all casters. Device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. Labeling review was not required as the reported issue was unconfirmed. The actual/suspected device was inspected.